Manufacturer narrative:
Per the tandem user guide, "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and diabetic ketoacidosis. Reportedly, air bubbles were observed within the tubing, as customer did not remove air prior to filling cartridge. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.